Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use of the fast fix, the t2 can´t be fixed in the meniscus. The procedure was successfully completed using a smith and nephew back up device, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box and pouch with the batch number of the complaint on the labels. The t1/t2/suture were returned off the needle. The actuator is in the pre-t2 position. The needle is bent. There is bio debris on the straw. A functional evaluation of the device showed the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. The complaint was not confirmed. Factors that may have contributed to the reported event include inadvertently bending of the needle or deployment of the implants prior to reaching the backside of the meniscus. No containment or corrective actions are recommended at this time.